Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h.6, visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "left breast implant with no evidence of alterations at the time of the study. The left breast implant presented scarce peri-implant liquid without rupture data. This is for the left side. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13mar2024.

Event description:
Healthcare professional reported "left breast implant with no evidence of alterations at the time of the study." ". The left breast implant presented scarce peri-implant liquid without rupture data. This is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "left breast implant with no evidence of alterations at the time of the study." ". The left breast implant presented scarce peri-implant liquid without rupture data. This is for the left side. The device has been explanted.